Event description:
Customer reports that four kits were required to access on the same patient. The customer reports that for two kits the guidewire was bent and on the other two kits the wires unraveled. Customer reports after multiple attempts they were able to successfully place the catheter. No medical intervention was required. There was no injury or harm to the patient. The patient's condition is "fine".

Manufacturer narrative:
Qn# (B)(4). Associated MDR#s: 9680794-2023-00057, 9680794-2023-00055, 9680794-2023-00122 and 9680794-2023-00056.

Event description:
Customer reports that four kits were required to access on the same patient. The customer reports that for two kits the guidewire was bent and on the other two kits the wires unraveled. Customer reports after multiple attemps they were able to successfully place the catheter. No medical intervention was required. There was no injury or harm to the patient. The patient's condition is "fine".

Manufacturer narrative:
(B)(4). Associated MDR#s: 9680794-2023-00057; 9680794-2023-00055; 9680794-2023-00122; 9680794-2023-00056. The customer returned one guide wire and the product lidstock for evaluation. The guide wire showed evidence of use. The guide wire was observed to have a bend and a kink throughout its body. The distal j-bend was observed to be intact. Microscopic examination confirmed the damage to the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located 565mm from the distal tip. The bend in the guide wire was located 33mm from the distal tip. The overall length of the guide wire measured 599mm (B)(4). The outer diameter of the guide wire measured 0.81 mm (B)(4). The returned guide wire was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained one kink and one bend in its body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use , unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.